Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box data shows a history of rebooting and that the pump¿s time and date were reset after rebooting. A battery compartment crack was discovered on visual inspection. The battery cap threads were found to be damaged and stripped. The battery cap contact height was found to be within specification. The battery cap could not be secured properly to the pump. Power losses and rebooting were duplicated during investigation. A test battery cap was able to be secured properly to the pump and the pump powered on without further power losses or rebooting. Further tests were performed with the functional test battery cap. Investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. The pump did not detect a cartridge during the load step, preventing 24-hour pump exercise testing and 29-hour flow accuracy testing from being performed. The force sensor was found to be out of calibration. The internal components of the pump were inspected and contamination was present on the force sensor shim. Unrelated to these issues, the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed power loss and rebooting issues, a battery compartment crack, a damaged battery cap, a dim/discolored display issue, and force sensor issues. This report is made based on results of investigation completed on (B)(4) 2013.